Event description:
Customer reported receiving an alarm on the insulin pump. He stated that this alarm occurred during the rewind and prime process. Customer was advised to remove the reservoir and perform the rewind process again. He was advised to program a normal bolus into the air so that the bolus amount could be recorded in the bolus history. The blood glucose reading was 175 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an a64 alarm during self test due to faulty connector on radio frequency. Insulin pump had a minor scratch on lcd window, cracked display window corner and cracked reservoir tube lip.